Event description:
It is reported that the patient was revised due to a loose tibial component with collapsed medial tibial plateau. During revision, it was observed that the articular surface had severe yellowing, pitting, and delamination.

Manufacturer narrative:
This report will be amended when our investigation is complete.